Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including stress testing, functionality testing, keypad test, charge test, shock test, defib cycling and impedance measurements without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Review of the device activity logs showed an attempted shock after the charge button was pressed; however the device was detecting a short and prompted "select 30j for test". All other log entries showed a defib not charged message on an attempt to shock, which indicates that the end user did not charge the defib. No trend is associated with reports of this type.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.